Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received 2 scs leads with the same lot number. It was reported the pt fell and is not receiving adequate stimulation in her neck. Lead diagnostics identified invalid impedance on the scs lead cervical contacts. A sjm rep was unable to resolve the issue with reprogramming. The pt alleges feeling a sudden "pop" near her upper back and lower neck region. The physician planned to schedule an x-ray to determine if the lead(s) has been damaged or fractured and to determine the next course of action.